Event description:
Pt is a clinical trial participant in a study related to the dexcom device. On (B)(6) 2010, study coordinators informed dexcom that pt became hypoglycemic and was provided glucose by paramedics. Pt reported that his cgm reading was inaccurate during an extreme low and reported that he did not hear the low alert or low alarm. Pt was in good health at the time this was reported to dexcom.

Manufacturer narrative:
The exact age of this pt is not reasonably known to dexcom. The pt's age has been estimated to be >18 years based on narrative information contained in the patient's complaint file. The pt's age is reported as an estimate per the instructions for form FDA 3500a, results of the device evaluation are inconclusive. Data from the pt's receiver indicate, an inexplicable data gap. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.